Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced fatigue and pauses on a holter monitor. It was further reported that the right ventricular (rv) lead demonstrated a high sensing integrity counter (sic). The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.